Manufacturer narrative:
Additional information b5, d10, g4, g7, h2, h3, h6 ,h10. An event of failure retracting the device into the sheath was reported. The tip invagination was confirmed. Gross morphological examination revealed the sheath tip was inverted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The tip invagination is consistent with inability to retract the device into the sheath. Please note, per the instructions for use, artmt 100092311 revision b "caution: do not release the device from the delivery cable if the device does not conform to its original configuration or if device position is unstable or interferes with any adjacent cardiac structure( such as svc, pv, mv, cs, ao)."

Event description:
Related manufacturer reference number : 2135147-2020-00435.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6), 2020, during an asd procedure, the physician used a size 11 mm asd device, after balloon sizing measurement. As indicated, he used a 7f trevisio delivery system. After placement the device appeared on imaging to be misshaped, "concaved." At some point, he attempted to retrieve the asd device with the trevisio delivery system, and was unable to retrieve. The trevisio sheath lumen prolapsed outwards, making it impossible for the device to be retrieved back into sheath the physician made the decision to release the device and the device was determined to be fine and it remains in place. Related manufacturer reference number: 2135147-2020-00435."